Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was reading inaccurately high compared to another meter. The meter reportedly read "about 14.0 mmol/l" and the other meter read "about 6 mmol/l" within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded lifescan's criteria for accuracy. The reported issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) is k093745.